Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was identified as a failing transducer related to the manufacturing supplier.

Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr determined that the reported issue could not be duplicated but the main board was replaced on the device as a precaution. The device was tested and returned to the customer operating to manufacturer specifications. The suspect main board has been returned to vyaire for further evaluation. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "vent inop" while on a patient. The customer reported that there was no patient harm.